Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd ultra-fine¿ mini pen needles 31g x 5mm the needle was difficult to use. The following information was provided by the initial reporter, translated from portuguese to english: problems with the 5mm x 0.25mm needle I am diabetic it is impossible to use and the worst is hurting my belly, batch 0127754 ...

Event description:
It was reported that during use with bd ultra-fine¿ mini pen needles 31g x 5mm the needle was difficult to use. The following information was provided by the initial reporter, translated from portuguese to english: problems with the 5mm x 0.25mm needle I am diabetic it is impossible to use and the worst is hurting my belly, batch 0127754 .

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jul-2023 h6:investigation summary samples were received and an investigation was performed. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time.